Event description:
It was reported that the device¿s nav-ring failed. The device was not being used for medical treatment at the time of the issue reported. No further details were provided regarding the event. No patient or user harm was reported. The customer contacted remote technical support and reported that the ventilator¿s navigation ring failed. A field service engineer was dispatched to repair the issue as requested by the customer.

Manufacturer narrative:
The field service engineer (fse) replaced the front bezel.